Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a malfunction of the device's external flow sensor was observed. The device's external flow sensor and external flow sensor cable needs replaced to address the issue.